Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018 the reporter contacted animas alleging that the patient experienced a blood glucose greater than or equal to 250 mg/dl but not greater than or equal to 500 mg/dl with moderate ketones associated with a power issue. Reportedly, the patient remained on the loaner pump and resumed pump therapy after the replacement. The patient did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, the reporter stated there was moisture in the battery compartment and the pump had no power. This complaint is being reported because the patient experienced hyperglycemia associated with an alleged power with moisture issue.